Event description:
The operator was reportedly unaware the device was not in AED mode of operation, nor that it had booted up in standard leads monitoring mode, and not in paddles lead as expected. Since no ECG cable had been attached, the device displayed the pt ECG as dashed lines. The operator misinterpreted this as a potentially shockable rhythm, pressed the device charge button and proceeded to administer defibrillator energy to the pt. Another healthcare provider arrived on scene, recognized that the device was not connected to the pt through ECG leads, and switched the device to paddles lead. The pt ECG was a normal sinus rhythm at this time. The pt was resuscitated. The facility determined the report was the result of usage error, but per protocol requested the local factory service rep examine the device.